Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), loss of libido ("my libido has been nonexistent since I had essure implanted"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), neck pain ("neck pain"), feeling abnormal ("brain fog") and flatulence ("gas/gas pain") and was found to have weight increased ("I gained 80 lbs") and vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, weight increased, loss of libido, fatigue, abdominal distension, neck pain, feeling abnormal, vitamin d decreased and flatulence outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, feeling abnormal, flatulence, loss of libido, neck pain, vitamin d decreased and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via social media: flatulence, feeling abnormal, vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case-(B)(4) was delete from bayer data base due to duplicate of case (B)(4). All information were transferred to case-(B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), loss of libido ("my libido has been nonexistent since I had essure implanted"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), neck pain ("neck pain"), feeling abnormal ("brain fog") and flatulence ("gas/gas pain") and was found to have weight increased ("I gained 80 lbs") and vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, weight increased, loss of libido, fatigue, abdominal distension, neck pain, feeling abnormal, vitamin d decreased and flatulence outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, feeling abnormal, flatulence, loss of libido, neck pain, vitamin d decreased and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via social media: flatulence, feeling abnormal, vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event brain fog and reporter information were added. On 20-mar-2020: social media received: event extremely low vitamin d and reporter information were added. On 20-mar-2020: fu 3, 4, 5, & 6 were processed together. Social media received: event gas pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), loss of libido ("my libido has been nonexistent since I had essure implanted"), fatigue ("chronic fatigue"), abdominal distension ("bloating") and neck pain ("neck pain") and was found to have weight increased ("I gained 80 lbs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the back pain, weight increased, loss of libido, fatigue, abdominal distension and neck pain outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, loss of libido, neck pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: case category updated to serious incident. Removal date added. Reporter added. Event ¿ injury¿ was replaced with events given in the sd. Events added- weight increased, loss of libido, fatigue, abdominal distension, neck pain, back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.